Event description:
Asr revision; asr product unknown - hips side unknown; reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable. Follow-up with the complainant has been conducted for the catalog number and lot number and this information is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).  Depuy synthes has been informed that the lot number is not available.

Event description:
Asr revision, asr xl - right hip, reason for revision: pain. Update: updating hip side and product details, hip side is right, cup and head details suggest this is asr xl revision. Now querying stem and sleeve details. Taken from query 1 reply 6 april 2015 (pd 7 april 2015) update 14 april 2015: updated hip side (r), product details for sleeve. Querying stem details. Taken from update 10 april 2015 (pd 14 april 2015). Update 16 april 2015: query 3 reply says that the stem details are not available as the stem was discarded after surgery (pd 16 april 2015).